Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead dislodgement was detected a few years ago but the patient was in atrial fibrillation on a surface electrocardiogram at the time. The lead was capped during a device change out.